Event description:
It was reported the right arm of the m51sctrstr powered wheelchair is damaged.

Event description:
It was reported the right arm of the m51sctrstr powered wheelchair is damaged.

Manufacturer narrative:
(B)(4) 2014 - this report is follow up 001 to complete the information.